Event description:
The catheter separated from the hub within a few hours after insertion. No harm to the pt.

Manufacturer narrative:
During our examination of the device, a crease in the flared was detected. Based on the results of our investigation, it is possible the flare may not have been adequately seated in the cap; and the cap and adapter may not have been securely tightened. Our quality control department confirms the flare is securely seated in the adapter and that the tubing does not turn in the fittings. The glue joints must be secure and the flare should not be folded over the opening in the adapter and should be secure. Nevertheless, we are aware of the potential for occurrence and measures have previously been taken in an effort to minimize the possibility or recurrence. The appropriate individuals were notified of this event and we will continue to monitor for similar reports.